Manufacturer narrative:
The evaluation of (B)(4) confirmed the presence of low flow thrombus within the device. The submitted system controller log file contains data from (B)(6) 2018 03:27:23 pm through (B)(6) 2018 04:24:46 am. Throughout the log file, several pump stops and low speed hazard/advisory events were captured. Power elevations were observed during these events, reaching values up to 23.0 w. Low flow hazard alarms were also captured during some of these events, associated with the estimated flow reaching values below the low flow threshold of 2.5 lpm. The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were returned unattached from the outlet elbow. A deposition of loosely coagulated blood was observed in the inlet tube. Grainy, denatured blood was also observed in the inlet elbow, inlet stator, and outlet stator. In addition, hard, denatured blood was observed on the rotor, in the blood tube, and surrounding the inlet and outlet bearings. These depositions appear consistent with an interruption in flow; however, a specific cause for the period of low flow could not be conclusively determined through this evaluation. If the interruption in flow caused blood to remain stagnant within the pump while the rotor continued to spin, this could have caused the blood to denature within the pump, increasing the resistance on the rotor. A period of excess resistance on the rotor could have contributed to the low speed events and increased pump power observed in the submitted system controller log file. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Visual inspection and hi-potential testing of the underlying wires did not reveal any evidence of damage or wear that would have contributed to the reported events. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 11 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with low flow and low speed alarms. According to the patient, the alarms occurred while on the power module. The lvad system was interrogated and low speed, pump off and low flow alarms were observed. There was a concern that the system was either ¿clotting off¿ or there is a short to shield. The patient¿s lactate dehydrogenase was 900 u/l and there was blood in the urine with the patient overall not feeling well. X-ray images did not show any obvious areas of shield breakdown. The patient received a pump exchange on 06feb2018. No additional information was provided.